Manufacturer narrative:
Philips service replaced the geo module and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a geometric moment and motorized movement error due to geo module failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.